Event description:
It was reported that a user of the ilet experienced hyperglycemia, with blood glucose reaching 383 mg/dl and later trending down to 318 mg/dl after a complete supply change was performed; no insulin occlusion was reported, the cartridge contained approximately 10 units, and the user employs cd 23"-6 mm infusion sets. Symptoms included elevated blood glucose. Outcomes included the need for troubleshooting and education. Investigation included telephone-based assessment of device function and user technique, review of infusion set and cartridge status, and coaching to perform a full supply change. Investigation of this case revealed no confirmed device malfunction or occlusion, and the event was consistent with hyperglycemia of unclear cause that improved after a full supply change. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.